Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Leads ECG--12 lead customer disagrees with interpretation/ incorrect interpretation/unable to acquire/ unable to analyze ECG message diagnostic for stemi (acute mi).

Event description:
The customer reported ECG readings are not available. There was no report of adverse patient impact.